Manufacturer narrative:
Surgical intervention was performed to treat the serious injuries listed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; "total arch thoracic endovascular aortic repair using double fenestrated physicianmodified stent-grafts: 100 patients". Canaud l, chassin-trubert l, abouliatim I, et al journal ofendovascular therapy. 2024;31(1):89-97 doi:10.1177/15266028221116747. A.2 %, a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "  total arch thoracic endovascular aortic repair using double fenestrated physician- modified stent-grafts: 100 patients". The aim was to evaluate early and medium-term outcomes of double fenestrated physician-modified endovascular grafts for total endovascular aortic arch repair.  The time frame for the study was under four years. 100 patients were included in the study where valiant captivia stent fenestrated and implanted in patients for various aortic pathologies including aneurysms, dissections and ulcers.  Among the patient population the following malfunctions were reported;  type ia, ib endoleak  the following serious injuries were reported; dissection, bleeding, stroke, access related complications including a perforation patient mortality was reported but there was no information to suggest that a death was as a result of a malfunction or deterioration in the performance characteristic of a valiant captivia stent graft.